Event description:
Dear FDA, medtronic is committing fraud and placing patients lives and health at risk. Beginning in (B)(6) 2024 I had issues with the guardian 4 sensors that were not releasing their adhesives and causing the actual sensors to fall out of the patients body and become non-useful. When they were contacted, they stated this was a "known issue" yet as a patient I was never notified. I did not record any records for that call. In (B)(6) 2024 I had a phone call at 17:30 pst, on (B)(6) 2024 I spoke with "(B)(6)" at med, my sensor had failed after 4 days. The sensor is listed and validated for 7 days. He said a replacement sensor would be shipped out and as of this time it has not been shipped. He also instructed me to insert a new sensor, upside down, completely opposite of the directions in the sensor box. I did as instructed and the new sensor did work for the prescribed 7 days. I was instructed to just throw away the failed sensor. On (B)(6) 2024 I inserted a new sensor it "warmed up" as normal but the following morning the pump showed "sensor updating". This lasted over 7 hrs. Not normal operation. On (B)(6) 2024 I called medtronic @ 06:50 pst and spoke with "(B)(6)". I was at that time instructed to use an unopened "different" lot number of guardian 4 sensors that I had in possession lot: hg78cx6. I inserted the sensor and it "warmed up" as normal, then went directly to "sensor updating" for over 1 hr and 10 min. I recalled medtronic on (B)(6) 2024 at approx. 10:10 pst and spoke to "(B)(6)". (B)(6) response for medtronic was "sorry for the inconvenience" and began chuckling, laughing at me and did not seem to care. I asked for his supervisor and I was put on hold for over 5 min, at which point I hung up and called another department at medtronic-commercial contact dept. They said they could not help me but transferred me back to tech support. I made it very clear I was to speak to only a supervisor or manager only. I was connected to "(B)(6)" who had me on hold for over 10 min but did get me a supervisor. Supervisor "(B)(6)" finally spoke with me at 11:10 pst. I asked, "what is medtronic going to do for me". I had no operational guardian 4 sensors to use. The 780g pump and guardian 4 cgm that I had just received in (B)(6) 2024 was non-operational! She stated that they would send me new sensors that would be delivered on (B)(6) 2024. At this time ups has just delivered the package call date: (B)(6) 2024 @ 19:15 pst ¿ rep: (B)(6). "Sensor updating" alarm, again. Said guardian 4 bad sensor to be sent a replacement. Replace with new sensor. Did work. Call date: (B)(6) 2024 @ 13:54 pst ¿ rep: (B)(6). "Sensor updating" alarm, again. Replacement sensor from (B)(6) 2024. Bad sensor told to replace. Call at 17:20 told again to put in a new sensor. Call date: (B)(6) 2024, ¿ rep: n/a. "Sensor updating" alarm, again. Told to put in a new sensor. Call date: (B)(6) 2024 @ 17:30 pst ¿ rep: (B)(6). "Sensor updating" alarm, sensor failed at 14:50 while at work. Evaluated bad transmitter. Could not send a new one out until tue (B)(6) 2024. 5 days without cgm, was delivered and worked. Mailed back bad transmitter (B)(6) 2024. Call date: (B)(6) 2024 @ 14:10 pst ¿ rep: (B)(6). New sensor (pump asked for no calibration), worked for 3 hrs. Then "sensor updating" alarm, was told bad sensor (lot# hg83wy5) replace with new sensor. Replace with new sensor (lot#: hg7ww8e). 2nd sensor failed due to adhesive backing coming off with sensor from insertion tool. Happened on phone with rep. 3rd sensor inserted. Told replacement sensors to be sent. Call date: (B)(6) 2024 @ 17:07 pst. Did not receive infusion sets with quarterly order. Informed medtronic made an error because they updated something. On (B)(6) 24 replacement transmitter failed (less than 2 weeks). Replaced without warranty. Remainder of explanation in device issue description. Call: (B)(6)2024 @ 1740 pst rep: (B)(6), new transmitter from (B)(6) 2024 alarmed to "re-charge battery on transmitter." I did so for over an hour, 04:00-05:10. Re attached battery life at 93% at 1707 alarm to recharge battery. Charge did not last 12hrs. Battery life at 17:40 was 31%. (Transmitter failed at 19:30, (B)(6) 2024). Was told the "replacement" transmitter was bad. Would send out a replacement (3rd transmitter in less than 6 months {2 weeks from new}). Call date: (B)(6) 2024 @ 17:05pst rep: (B)(6) - new transmitter received. Expiration date was less than 6 months. Said they would not honor the warranty because it was from the date they receive the request. The "new" transmitter would not be warranted for what they advertised as 12 months. I believe that these "rebuilt transmitters" are previously used and not new and are being used and "refurbished" and re-sent out to patients. Medtronic corporation, could lead to health hazard and death. Reference reports: mw5160541, mw5160542, mw5160543, mw5160544, mw5160545, mw5160546, mw5160547, mw5160548, mw5160549, mw5160550, mw5160551, mw5160553.